Event description:
It was reported that the device was displaying an energy fault code and it would not charge. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event.